Event description:
The black markings (scales) on catheter tubing were coming off after the device was used for 72 hours, which is beyond the 24 hours labeled timeframe. No patient injury or medical intervention were reported.